Event description:
A remstar plus c-flex was returned toa third-party service center for service as part of sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit and a blower foam degradation. Additionally, the service technician also noted dust fail contamination. The service technician also noted error code present e022 (err_motor_flux_magnitude), and e024 (err_motor_speed_reverse) in the device logs. The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.